Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. On 6/11/2019, a manufacturing record evaluation was performed for the finished device, and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation on which a pentaray nav high-density mapping eco catheter was used and a medical device entrapment occurred requiring surgical intervention. During the procedure, the tip of the pentaray nav high-density mapping eco catheter became entangled in the mitral valve while mapping. The patient was transferred to surgery to remove the catheter and was then reported in stable condition. There¿s no information regarding extended hospitalization or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.